Manufacturer narrative:
The system was examined. The company representative was able to replicate the issue with the illumination. However, the company representative did not indicate finding anything which would be associated with the reported ¿vitrector issue.¿ the lamp and the illuminator were both replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿illumination issues¿ can be attributed to the lamp and the illuminator. However, how or when the components became nonconforming cannot be determined conclusively. The system was found to meet specifications relating to ¿vitrectomy.¿ therefore, the root cause of the reported event of vitrectomy not working cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the light from the main ports was not working and the vitrectomy probe was not working correctly. Additional information has been requested, but none has been received to date.